Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient came in around 6:30pm in the evening and the physician implanted a promus premier¿ 4.00x38mm drug eluting stent in the patient¿s 100% stenosed severely calcified right coronary artery (rca). The procedure went fine; however, the patient experienced chest pain and was brought back to the cardiac catheterization lab around 3:00am the next morning. An angiogram was performed and thrombosis was discovered in the previously placed promus premier stent. Rotational atherectomy was performed and integrilin and heparin were administered. The lesion was re-stented with an unspecified stent and the patient was given plavix and effient post procedure. There were no additional patient complications and the patient¿s current condition is stable.